Event description:
It was reported during an atrial fibrillation (afib) procedure, a pulmonary vein isolation (pvi) ablation was performed with the carto 3 system also used in the procedure. During the procedure, the system was very slow and froze at times. During the 'freezing', the physician could not see the location of the catheter when it was moved. After the procedure and during a routine echo, it was discovered that the patient had a small pericardial effusion. Aspiration was not necessary. The patient was kept overnight in the hospital and as per routine was discharged the next day. The procedure was completed with the catheter. Upon request, additional information was provided on the event. The event was life threatening. There was no impairment of the body function or damage to a body structure. A pericardial effusion was noted directly after the procedure. No aspiration was required or any extra intervention. The patient was observed overnight and discharged the following day. The patient did not require any extended hospitalization stay. The prognosis for the patient is good. The patient¿s updated health status is good. The physician¿s opinion regarding the causality of the perforation was poor performance of the carto 3 system (slow and freezing issues of the software). There were no other known factors that might have contributed to the cardiac perforation. The physician did not experience any difficulty in manipulating the catheter. The physician did not notice any abnormal signals. They were not sure when the event occurred. The rf generator was set to ¿temperature-control.¿ the power range was from 20w to 35w. The flow setting was 17ml/min and 30 ml/min. The sheath used was the artisan extend sheath (hansen robotic system). The act was maintained >300s.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4). Since there was only a small pericardial effusion, no medical intervention and no prolongation of hospitalization, this event is not considered a serious injury. However, as it was reported that the system was not functioning as intended during the procedure and could potentially contribute to a patient serious injury, we are reporting this event as a reportable malfunction.

Manufacturer narrative:
(B)(4) it was reported during an atrial fibrillation (afib) procedure, a pulmonary vein isolation (pvi) ablation was performed with the carto 3 system also used in the procedure. During the procedure the system was very slow and froze at times. During the 'freezing', the physician could not see the location of the catheter when it was moved. After the procedure and during a routine echo, it was discovered that the patient had a small pericardial effusion. Aspiration was not necessary. The patient was kept overnight in the hospital and as per routine was discharged the next day. The procedure was completed with the catheter. The defective workstation was replaced with another one which was delivered to the account. Then the workstation was sent to the haifa technology center (htc) for investigation. Htc found that the corrupt software database caused the issue. The reason could not be identified. The device history record (DHR) review was performed. No anomalies were noted in manufacturing or service.